Event description:
A hospital reported an incident to a fisher & paykel healthcare ('fph') representative which involved an mr290ux autofeed humidification chamber ('the mr290 chamber') connected to a patient. The hospital reported the event as follows: at 2010 hours in 2008, after the patient had undergone carotid endarterectomy surgery, he was changed from a 'dry' ventilation circuit to a humidified circuit. Following the change of breathing circuit, the nurse caring for the patient noted, when the patient coughed and developed respiratory distress, that the mr290 chamber had overfilled with water. Water entered the inspiratory tube of the breathing circuit and into the patient's et tube and lungs. The patient was disconnected from the ventilator. A new breathing circuit and chamber was set up and the patient reconnected. In response to fph's request for additional information, a nurse unit manager at the hospital further reported the following: after the patient was disconnected from the ventilator, he was bagged and suctioned. Some chest physiotherapy was applied. Following receipt of medical intervention, the patient recovered, was allowed to leave the intensive care unit and extubated the following morning.

Manufacturer narrative:
Fisher & paykel healthcare ('fph') is aware that overfilling of the mr290 chamber can be caused by impact damage, usually as a consequence of the mr290 chamber being dropped from a significant height by the user. Our instructions for use indicate the maximum water level line and advises the user to replace the chamber should water exceed the limit line. Fph has an open CAPA item to further reduce the risk of the mr290 chamber overfilling when subject to impact damage. An ongoing investigation to determine the root cause of this particular incident is currently underway. We will provide a follow-up report when the investigation is complete. Our monitoring and trending of mr290 chamber overfilling has a rate of occurrence worldwide of 7 ppm in the last year to october 2008.